Manufacturer narrative:
On january 13 2021, haemonetics manufacturing performed a visual inspection based on a video provided for the bowl from the cell saver® elite set - 125ml and confirmed blood in the inner core. Although there was no serious injury or harm, past reporting (B)(4) indicates this particular malfunction on a similar device has been associated with a reported death event. The investigation of (B)(4) indicated the inner core of the bowl malfunctioned via a crack but did not cause or contribute to the reported incident according to the surgeon that performed the surgery. Haemonetics decided to conservatively report inner core cracks that are confirmed by manufacturing due the event of the past report. The sample was discarded, haemonetics was not able to perform physical evaluation, cause cannot be established.

Event description:
On (B)(6) 2021, haemonetics was notified of an inner core leak which was observed during procedure in (B)(6), utilizing the cell saver® elite® autotransfusion system and cell saver® elite set - 125ml. There was no reported impact to patients' health.